Manufacturer narrative:
H10 - related report number (B)(4) listed on previous emdr was incorrect and should not have been documented.

Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed, and a probable cause cannot be determined. Lot history review was conducted, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
One (1) used. List #mc33213, 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer; lot #14178886. No visual damages or anomalies were observed. One (1) used. List #mc33213, 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer; lot #14178886. --> one (1) used. Ref #306547, 0.9% sodium chloride bd posiflush 10 ml syringe; lot #5237684. The infusion set was observed to have a crack on the female luer. The reported complaint of a leak could be confirmed. The returned sample was observed to have a crack on the female luer. The probable cause is due to a material issue on a vendor supplied part. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
Correction: d9 - date returned to MFR: 1/26/2026, e4 - initial report sent to FDA - updated to yes, h10 - related report numbers - medsun number added: (B)(4). H11 - investigation summary update: one (1) used. List #mc33213, 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer; lot #14178886. No visual damages or anomalies were observed. One (1) used. List #mc33213, 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer; lot #14178886. One (1) used. Ref #306547, 0.9% sodium chloride bd posiflush 10 ml syringe; lot #5237684. The infusion set was observed to have a crack on the female luer. The reported complaint of a leak could be confirmed. The returned sample was observed to have a crack on the female luer. The probable cause is due to a material issue on a vendor supplied part. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Event description:
An incident was reported with a smallbore pressure infusion extension set in which fluid was leaking at the connection point between the microclave cap and the loop. The microclave cap was first replaced with one from another j-loop of the same lot, but the leak persisted when flushed with 0.9% normal saline. Microclave cap changed again from a single microclave cap package and continued to leak. Entire set up changed to a y-connector and then there was no longer a leak. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
The device has been requested for evaluation, however, it has not yet been received.